Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/11/2015.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaws of the dissector are twisted. The package is discarded so the lot# cannot be confirmed. The product will be returned. No patient involvement since this product issue was detected during preparation, prior to the actual surgery.